Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total abdominal hysterectomy, while performing hemostasis of the peritoneal and muscular layers. The gauze near the body sparked and had smoldering combustion. When fire was smoldering at the operation field, gauze was immediately removed and dropped on the floor, and fire was put out. It could not be specified how big the fire was. An isozine, a disinfectant, was found to be adhered to the gauze. Ft3000 was replaced and same ft10 was used. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. It was reported that there was an operating room fire. An associated device issue could not be confirmed. Visual inspection and testing found no potentially contributing factors, and the sample met all related specifications. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The most likely root cause could not be identified because no problem was detected with the device. If information is provided in the future, a supplemental report will be issued.